Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported the string was missing from two tampons upon removal leaving the tampons inside. She was able to manually remove one of the tampons and had to seek medical attention for the second tampon for removal.